Event description:
Clinical report states the patient had sclerosis of the lateral facet of the patella from articulation of the bone over the lateral femoral condyle of her ps femoral component and post traumatic arthritis. Update: (B)(6) 2013 - patient's medical records were received. Records indicate upon revision ligamentous instability was found. Also noted on a pre-operative visit was a tibial plateau fracture after the patient fell.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Patient's medical records were provided. Review of the supplied medical records found evidence confirming the reported concerns. The investigation could not draw any conclusions about the root cause of the reported event; however, the provided information suggest patient trauma (fall) was a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.